Event description:
A female underwent an uncomplicated coronary intervention in 2008. A 7f sheath was placed into the cfa, with 1 sheath exchange to an 8f sheath during the procedure. Although the mynx is only indicated for use with a 6f or 7f sheath, the physician, being trained to the mynx device (under 10 cases) proceeded to close the cfa using an 8f sheath. Hemostasis was successfully achieved with no report of swelling, oozing, or hematoma post-mynx. The next day, the pt had complaints of leg pain with the right leg being cooler than the left. The pt was sent for surgery, in which a cut-down was performed and material reported by the physician, as mynx sealant was excised from the cfa access site. Flow was restored, and a suture was placed at the cfa access site. The pt tolerated the procedure well and without complication. The patient was discharged on the following day without further incident. The excised material was not sent to pathology, so there was no confirmatory analysis identifying the excised material as the mynx sealant. No further info has been provided.

Manufacturer narrative:
The device was not returned for evaluation; however, the lot number was provided. A review of the lot history record confirmed that the device was within spec when manufactured and released for distribution. The aspirated material was not sent for analysis, therefore, the composition of the material cannot be confirmed. An 8f sheath was used by the physician. Per mynx IFU. "Mynx is indicated for use to seal femoral arterial access sites while reducing times to hemostasis and ambulation in pts who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath." The operator is to complete the required training and certification by an aci rep.